Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition which may require intervention are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a canted valve malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, per report, the patient¿s irregular orientation of the apex caused angle of entry to be a sharp right and the valve to be deployed in a canted position. The patient¿s severe annular/leaflet calcification likely also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transapical tavr procedure, the 26mm sapien xt valve was deployed in a canted position. The 26mm valve was prepped with nominal volume. The valve was positioned 50:50 and the team tried to achieve co-axial alignment the best they could due to the orientation of the heart and insertion angle. During deployment, the delivery system balloon was inflated slowly but the valve did not correct itself. The final valve position was canted low 70% ventricular on the non-coronary cusp (ncc) side resulting in leaflet overhang on the ncc. Ai was trace. The decision was made to deploy a second valve as there was concern the leaflet overhang would cause the valve to migrate or embolize. The second valve was deployed as intended one and a half cells more aortic than the first valve. Trace ai was observed. After deployment of the second valve, +1cc was added to the syringe and the valves were post dilated to ensure both valves were well seated. The native annulus measured 24.5mm by 3d echo. There was severe annular calcification, severe leaflet calcification and no root calcification. The malposition was attributed to the irregular orientation of the apex which caused the angle of entry to overcome a sharp right turn.